Event description:
The customer reported that when the pencil was connected to a continuity test device manufactured by mera, the continuity lamp was turned on even though neither the coag nor cut buttons were pressed. The device had been used once previously.

Manufacturer narrative:
(B)(4). The pencil was received and tested by covidien quality assurance in (B)(4) and they were unable to confirm the customers report of self-activation.